Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken wheel. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have an input disk broken. An input disk #7 was found completely detached from the base of the housing. The broken input disk was not returned with the instrument. Additional observation(s) not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have multiple input disk cracked. Hairline cracks were found on grip (#6) and pitch (#5) input disks. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument found to have exposed electrode on one of the bases of the bipolar forceps instrument grip. The fenestrated bipolar forceps instrument passed electrical continuity test. The instrument was found to have scratch marks/abrasions on the edge on the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. The instrument was found to have a broken chassis. The broken piece was not returned, measuring roughly 0.093¿ x 0.229¿ in size.